Event description:
The customer called to report hospitalization due to high blood glucose with a reading of 565mg/dl and ketones. Troubleshooting on the insulin pump showed the insulin pump passed the prime test and high pressure tests. During troubleshooting the customer had also mentioned that she was not aware that a fixed prime was necessary after insertion of the infusion set. Advised on proper insertion technique/procedure. No further info was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.